Manufacturer narrative:
The physician was attempting to treat a lesion in the left coronary artery. Pre-dilation was carried out. Prior to placement of the stent it was noted that the stent was damaged and so stent was not implanted.

Event description:
It is reported that the mesh of the resolute onyx drug eluting stent had broken during stenting. No clinical sequelae reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.